Manufacturer narrative:
Since the initial report was filed the investigation into the kinking of the impella, and it's associated snaring for removal has completed. The product was returned for investigation. The impella pump and wire showed extensive kinking. The team additionally returned imaging of the native anatomy and location of the pump and wire. The cause of the kinking and associated removal by snare was determined to be the user's wireless insertion attempts. The wireless insertion was attempted after the wire had backed out of the pump during initial insertion attempts. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the kinked pump, and need for a snare to remove the product, is currently ongoing. Upon completion of the investigation, a final report will be submitted.

Event description:
A patient admitted in cardiogenic shock had an impella cp placed for hemodynamic support. While placing the impella pump, and removal of the .018 guidewire, there was a malfunction in which the wire was unable to be removed. The pump became kinked. To remove the kink, the team had to snare the pump's pigtail from the contralateral leg access. There was no lasting harm and the patient was successfully supported by an impella from the contralateral leg access.